Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion can be drawn as no device was returned. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure for a distal radius fracture (23-c1), surgeon repositioned and placed the plate using variable angle positioning. After drilling, the screws were inserted and locked into each hole. The screw in the distal row of the most ulna hole penetrated the plate. A torque limiter was used. This is 1 of 2 reports for the same event, (B)(4).